Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by a fever. The cause of the breach in aseptic technique was further described as due to the patient¿s poor eye sight and an unrelated condition which causes the patient to accidentally drop things. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapies were ongoing. The outcome of the peritonitis was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.